Event description:
A nurse reported that no air came through the line when the fluid/air exchange started during vitrectomy surgery which resulted in the fluid/air exchange failure. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was not returned; however, complaints of a similar nature have been received and the investigation found a select identification (ID) tab on the pinch plate was broken off. The ID tabs on the back of the cassette are read by the console during insertion to the fluidics module and will identify the correct cassette configuration. Cassettes were found to be recognized as a ¿posterior cassette with manual stopcock¿ (incorrect) but will pass priming and intraocular pressure (iop) calibration successfully. However, during fluid air exchange (fax) mode, fluid (instead of air) will continue to flow as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken ID tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. The investigation identified several potential factors that caused or contributed to this reported event. These include procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).